Event description:
It was reported, difficulty during screw insertion in the oblique hole. Screw caught on nail. Had to tap without mallet. Drill sleeve may have been off bone.

Manufacturer narrative:
Device remains implanted. Report is based on available data, only. Review of device history record (DHR)/review of inspection records. A review of the DHR for the lots possibly affected revealed no discrepancies. Investigation revealed that the reported event is neither linked to the design nor to the manufacturing but rather related to actual operative procedure.